Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that they are unable to put the device into MRI mode. They stated that the patient indicated that the device is dead and not working, and it is scheduled to be removed. The hcp noted that the patient is scheduled for an MRI prior to the device removal. They had no further information regarding when the removal was scheduled. Additional information received from the hcp indicated that the patient¿s managing physician is refusing to fill out the MRI eligibility form and would like to consult with a manufacturing representative on how to move forward with the patient needing an MRI. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2019. The patient provided background information indicating that after about a year, their device started diminishing in strength and coverage area. The patient¿s charger had broken in (B)(6) 2017. They had to leave the state to care for their mother for 3 months, so the ins died. In (B)(6) 2016 they notified their manufacturer representative (rep) that the ins was losing effectiveness. They had tried to reroute coverage. The battery permanently died in (B)(6) 2018. The device was still implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient's ins was in overdischarge and that they were unable to interrogate it. No further complications were reported.